Event description:
It was reported that a recorded episode on this implantable cardioverter defibrillator (ICD) exhibited noise oversensing on the right ventricular (rv) lead channel. Technical services (ts) was consulted, and external artifact was suspected to be the cause of the noise. The health care professional (hcp) opted to continue to monitor. No adverse patient effects were reported. This device remains in service.